Manufacturer narrative:
Pump received with cracked and detached end cap. The insulin pump passed the displacement test however, unable to perform rewind, basic occlusion, occlusion, prime or verify compromised force sensor system alarm due to physical damage to the end cap. Pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set and reservoir change. The customer stated they were unable to exit the preparing to prime loop. Customer's blood glucose was 148 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.